Event description:
The consumer stated on two separate occasions her tampon came apart upon removal leaving pieces behind. After this incident, she indicated that she experienced nausea, vomiting and vaginal discomfort. She was not certain that she removed all remaining pieces and plans to follow-up with her doctor.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.